Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test on her adc blood glucose meter due to receiving an unspecified error on the display. Customer further reported she was at a friend's house when the paramedics were called and she was transported to a local hospital. At the hospital, it was determined the customer's blood glucose was >400 mg/dl and she was administered unspecified medication. Customer was prescribed metformin and glucofine and discharged after 4 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Meter brand name) and (PMA 510k#) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported being unable to test on her adc blood glucose meter due to receiving an unspecified error on the display. Customer further reported she was at a friend's house when the paramedics were called and she was transported to a local hospital. At the hospital, it was determined the customer's blood glucose was >400 mg/dl and she was administered unspecified medication. Customer was prescribed metformin and glucofine and discharged after 4 hours. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test on her adc blood glucose meter due to receiving an unspecified error on the display. Customer further reported she was at a friend's house when the paramedics were called and she was transported to a local hospital. At the hospital, it was determined the customer's blood glucose was >400 mg/dl and she was administered unspecified medication. Customer was prescribed metformin and glucofine and discharged after 4 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.